Event description:
Revision and replacement of ams artificial sphincter due to -pin hole- leak in cuff. The patient had an artificial urinary sphincter placed two years ago. It has presented with hydraulic malfunction secondary to a leak. He is admitted at this time for replacement.